Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.

Event description:
The reporter stated the infusion device shut off without first providing an error or alert message. No adverse event reported. The infusion device is not expected to be returned for product evaluation.